Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2023 with the implant of an afx2 bifurcated stent graft, afx vela suprarenal, afx vela infrarenal, and an ovation ix extender. Routine follow-up conducted on (B)(6) 2025 identified a possible tear at the bifurcation area of the main body (type iiib endoleak). Reportedly, there is also the possibility of a type ib endoleak as well since the leak could be coming from the left limb. Reintervention was completed on (B)(6) 2025. The surgeon elected to re-line the graft by implanting an afx vela suprarenal, afx vela infrarenal and ovation ix extender. Patient status was reported as doing well post secondary procedure. The afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Medical records were denied because the hospital requires patient authorization. Three good faith attempts were made to retrieve medical imaging. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging device, use, procedure, and/or anatomy relatedness to this incident could not be independently assessed. Patient status was reported as doing well post-secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.